Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 26015596 was performed.the search showed that a total of (B)(4) units in 1 lot number was built on 23jan2026. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had cracked tubing. The following information was provided by the initial reporter: IV tubing broke at top of y-site. Chemo and solution bag leaked. Injuries or adverse event: no item: 2420-0007 quantity affected: 1ea serial/lot number: (B)(6).